Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, h2, h3, h6, h11. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope experienced a noisy image. The issue was found during a diagnostic gastroscopy procedure. The procedure was completed with the same device. There was no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide an update to h4 - device mfg date, see h4 for more information.

Event description:
No new information from the customer.